Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type: catheter.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving dilaudid (concentration 75 mg/ml, dose 6.219 mg/day) and clonidine (concentration 500 mcg/ml, dose 41.46 mcg/day) via an implantable pump for non-malignant pain. A catheter revision with sediments in catheter was reported; on this report date, during a procedure sediments were noted on the catheter and they were unable to aspirate the catheter, there were no factors that may have led or contributed to the issue but it was possible that the drug and concentration was a factor, the catheter was aspirated at multiple locations and would not flow, the catheter was removed and replaced, the explanted catheter was in possession of the hospital and would be returned. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿ no further complications were anticipated/reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type catheter. The catheter was returned to the manufacturer in four segments. Analysis of the catheter on (B)(6) 2017 revealed a dark residue occlusion in the dispensing holes of the catheter body. Analysis also revealed a compressed area of the catheter body. Analysis identified dark residue in the most proximal of the dispensing holes and in the second set of dispensing holes prior to decontamination which resulted in an occlusion. Analysis noted that initial patency testing found the catheter to be occluded and the occlusion broke loose during the decontamination process and passed subsequent patency testing. Regarding the compressed area of the catheter body, analysis noted that during pressure testing the compressed area would occlude when the catheter was squeezed to a narrow radius. The previously applied conclusion code is no longer applicable.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the company representative indicated that procedure was done as a result of a failed dye study a week prior (they were unable to aspirate the catheter), it was noted that the account could not release the catheter so the account was given the return mailer and were asked to return the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.